Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had moisture damage when the customer went into the ocean with the device on. The blood glucose reading was 171 mg/dl. The customer stated that the insulin pump is now full of water, including fluid under the display. Confirmed there is a crack on the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.